Event description:
Customer stated that they had a capsule that failed to attach. When the doctor was removing the delivery sys from the patient, he noticed that the capsule was on the patient's mouth/tongue.

Manufacturer narrative:
No patient injury has occurred following this incident.